Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. The patient developed a pelvic abscess, which is reported to be unrelated. The patient underwent a CT scan for the abscess. At that time it was found that there was a piece of needle retained in the subcutaneous tissue. The needle fragment is not located in the area of the abscess.